Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported malfunction. The se replaced the oxygen sensor and the device then passed all testing.

Event description:
It was reported that during patient use, a ventilator did not pass the oxygen sensor calibration. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event. .